Event description:
Same case as 2134265-2014-08305, 2134265-2015-00016. It was reported that automatic pullback failure occurred. During percutaneous transluminal coronary angioplasty (ptca), intravascular ultrasound (ivus) was performed. A motor drive unit was used in conjunction with icross¿ imaging catheter to view an unspecified target lesion. During procedure, it was noted that it was unable to perform automatic pullback. No patient's complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-08305, 2134265-2015-00016. It was reported that automatic pullback failure occurred. During percutaneous transluminal coronary angioplasty (ptca), intravascular ultrasound (ivus) was performed. A motor drive unit was used in conjunction with icross¿ imaging catheter to view an unspecified target lesion. During procedure, it was noted that it was unable to perform automatic pullback. No patient's complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed that no issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).